Manufacturer narrative:
Batch review performed on 13 december 2019: lot 163270: (B)(4) items manufactured and released on 5 july 2016. Expiration date: 2021-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: 3 years after primary cementless tha the stem is found loose and replaced. The documentation supplied does not represent the pre-revision situation, hence no assessment of this case can be performed with the information at hand. Aseptic loosening of prosthetic components is a possible adverse event following tha, described in literature; causes often remain undetermined.

Event description:
Revision surgery performed 3 years and 1 month after the primary due to instability caused by a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.